Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the broncovideoscope exhibited foreign material in the channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was determined that the foreign material was non-olympus cleaning brush. However, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The instruction manual states the detection method associated with the event in "bf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "bf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.